Event description:
It was reported that the customer received a continuous glucose monitor error 42. The customer reset the pump, however, the issue persisted. The customer¿s blood glucose level was not impacted. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.